Manufacturer narrative:
Product ID 3998, lot # lb6397, implanted: (B)(6) 2003, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
Additional information stated the patient's outcome as "no injury" and that the patient did not require hospitalization due to the event. It was stated that if the cause of the event was due to the ins or the lead, the issue was "unknown."

Event description:
It was reported that an implantable neurostimulator (ins) had been explanted. Impedance testing could not be performed prior to explant due to overdischarge (od). Previously programmed parameters could not be captured prior to revision surgery. Details of patient's overdischarge were unknown but it was thought that the ins had been in od for a year. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.